Manufacturer narrative:
Samples were centrifuged for 5 minutes at 3500. The laboratory routinely runs the washed portion of the system check every morning. System check results were not supplied for the day of (B)(6). The morning of (B)(6), the washed portion of the system check was within specifications. Again at 9:50, a system check was performed and the washed portion failed. On (B)(4) 2009, the field service engineer performed the peri-pump modification. System check and high sensitivity system check passed specifications. The fse was being proactive by performing the peri pump modification and did not note any hardware issues that may contributed to this event. Root cause was not determined. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events. This is event 3 of 7 reported by this customer.

Event description:
Customer reported erroneous high accu tni (troponin I) test results were obtained for seven pts when using the unicel dxi 800 access immunoassay system. The erroneous high test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Repeat analysis was performed. The test results were within the normal range. The initial erroneous result was reported out of the laboratory. While there is no report of adverse event or serious injury related to this event, it is unk whether there was a change to pt management. This is event 3 of 7 reported by this customer. An MDR has been filed for each of the 7 pts.